Event description:
The recipient is reportedly experiencing an erythematous with some edema over the implant site. The recipient was prescribed oral antibiotics and instructed to cease device use for one week.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's edema has resolved. The recipient has resumed device use. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.